Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16july2019. Per field service engineer fse-changed out the manifold with the sensors. The device is back in service and we have not had any problems. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Cu reports high air flow at pvt test 5. There was no patient involvement. The event date was not specified, estimate used.